Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the sdw was seen to be kinked. The stent was seen to be deformed. The introducer sheath was intact. During functional testing, it was reported the stent had deployed inside the catheter, so in order to confirm this a patency mandrel was advanced through the catheter, pushing out the deployed stent. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Addition information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging and continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis. The stent was returned deployed inside the microcatheter. It was removed from the catheter during analysis and found to be deformed. The sdw (stent delivery wire) was returned and found to be kinked and the introducer sheath was returned and found to be intact. Its likely the premature deployment occurred during the procedure due to device manipulation while advancing through the catheter. The as reported and as analyzed "stent deployed prematurely during use" as well as the as analyzed "sdw kinked/bent" and "stent deformed" will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the posterior communicating artery (pcoma) aneurysm procedure, physician used a guide catheter, guidewire and microcatheter to reach the target lesion. The subject stent was delivered and it deployed prematurely inside the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.